Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has had chronic effusions without pain since original primary total knee replacement (B)(6) 2017. Revision (B)(6) 2017 for loose tibia. All components were revised. Patient was doing extremely well until (B)(6) 2017. Patient experienced pain and swelling of the knee joint. Revision surgery (B)(6) 2017 revealed what appeared to be a grossly infected total knee. Surgeon elected to I&d with poly exchange and bring the patient back in two days for repeat I&d with possible removal of all implants and implantation of antibiotic spacer and beads.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.